Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 10, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to reposition the receiver-stimulator placement for aesthetic purposes. The implanted device remains.